Manufacturer narrative:
No bad factory parameters alarm noted. The insulin pump passed the self test. The pump was received with normal operating currents. No unexpected failed battery test alarm or battery out limit alarm was noted. The pump passed the rewind, displacement, prime/compromised force sensor system, and excessive no delivery test. No excessive no delivery alarm was noted. No lost sensor alarm during testing noted. The insulin pump had cracked display window corners. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The additional cosmetic damage on the insulin pump was cracked display window corners.

Event description:
The customer reported via phone call that she keeps receiving a no delivery alarm on the insulin pump. Customer stated that she is used to having blood glucose in 600 mg/dl. Customer's blood glucose is 386 mg/dl. Customer stated that her blood glucose readings are elevated. Customer has treated with a manual injection. Customer stated that the alarm just occurred. Customer stated that the alarm occurred during bolus. Customer reported that the alarm is recurring and the issue has not been resolved. Troubleshooting was performed and customer stated that the insulin did exit. Customer was advised to run manual prime. Customer stated that the pump did alarm no delivery. The customer was advised to discontinue use of the pump and to revert to a back-up plan. Customer was also advised that the insulin pump will need to be replaced. Customer mentioned that she also had a battery out limit alarm and failed battery test alarm when she placed the battery in the pump.